Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a delayed reaction and then closed once without the surgeon touching it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was confirmed to have occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer (hrsv) and while attempting to manipulate instruments from the surgeon side console (ssc). The mcs instrument was first static and would not move, then after using the instrument, it was observed to close on its own. The issue only occurred once, after which, the instrument was changed out. There was no observed instrument-to-instrument or system arm-to-arm interference during the event. The issue was resolved by using a back-up da vinci instrument of the same kind without further issue.